Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. There was no product returned. The data logs show that the signal not reliable varies while the placement signal spikes, lamp steps up, while gain and light are stable. This occurs during a p-level changes. The placement signal would rapidly spike while the motor current would lose pulsatility. The alarm was correctly met the triggering criteria. Echo confirmed the position in the correct place and the impella position in aorta alarms were intermittently triggering leading to infer that the alarm was falsely triggered. However, the triggering of these alarms is not known. Due to lack of product returned and sufficient clinical details provided, the root cause of the optical signal issue cannot be determined. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
Us complainant reported the patient was on impella cp support and during support, the pump was having intermittent impella in aorta alarms mixed with impella position unknown notifications. Position was verified. Placement signal alarms were disabled. Decision made to withdraw care, patient expired.